Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare provider was supposed to call and have the manufacturer representative come and meet the patient in the office. Patient stated their device was not working for their symptoms and the patient didn't feel vibrations or anything. Patient added the device was moved after the patient fell, they confirmed the fall was not related to the device, they were walking and they tripped on their dog and fell. Patient noticed pain after their fall and that their device had moved. Patient reported they were put in the hospital to have the device repositioned after they fell. Patient stated they still had pain when they pushed on the ins or sat down. Patient stated they could feel the device poking out at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the device not working for symptoms and not feeling vibrations was determined to be that it was coming to the surface of the skin and constantly hurting. The patient reported that the action taken to resolve the device not working for symptoms and not feeling vibrations was ¿moving it.¿ no further complications were reported.